Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. One haptic was broken in the distal area (not returned). The optic was cut into multiple pieces, typical of insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The reported broken haptic was observed. The root cause for the observed lens damage may be related to failure to follow the instructions for use (IFU). The file indicated the use of a non qualified viscoelastic. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after the surgeon had implanted the lens, she noticed that there was a piece of the haptic missing. The lens was removed during initial procedure. The surgery was completed the same day using another company lens. No harm to the patient. The wound was not enlarged and no suture was needed. Additional information has been requested.